Event description:
While dr was closing the subcutaneous skin a 3-0 vicryl suture needle broke in half. Patient was x-rayed and the other half of the needle was retrieved. Case proceeded without further incident.what was the original intended procedure?laparoscopic bilateral hernia repair, umbilical hernia repair, liver biopsy.device #1is this a laboratory device or laboratory test?no.